Manufacturer narrative:
Concomitant medical products: product ID: 978a128, lot# va27egj, implanted: (B)(6) 2021, explanted: (B)(6) 2021, product type: lead. Other relevant device(s) are: product ID: 978a128, serial/lot #: (B)(4), ubd: 19-jan-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) and consumer via a manufacturer¿s representative (rep) regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. Patient reported to their physician that they were not having symptom improvement and felt tingling in leg. The rep spoke with pt on phone to verify they could charge on their own, which they could. Follow up appointment was made to adjust settings. (B)(6) 2021 the rep met with the patient and changed settings to program 4, patient felt stimulation comfortably. (B)(6) 2021. Additional information was received from the patient: it was reported that the patient called in and asked for assistance changing programs again, because it was not working and when the patient lays down their leg is numb and tingly. Patient services reviewed how to change programs and increase amplitude until stimulation sensation was perceived. The patient stated that they were feeling stimulation in the leg again. The patient stated that they had a fall the other day but were feeling stimulation in the leg even prior to the fall. The patient indicated they think they had already tried all programs. Patient services recommended that the patient follow up with managing physician for possible device check. 2021-apr-19 the rep saw pt in clinic, pt felt stim down the leg on all 7 programs, x-ray was taken, lead migration was found, pt and hcp agreed to pocket/lead revision. Patient had lost some weight and was having difficulty recharging and because of the weight loss in addition to original placement of the ins charging was difficult. (B)(6) 2021. The rep was present at the lead/pocket revision, entire lead was replaced, and pocket relocated to allow for improved recharging experience. The rep had not heard of any further issues from the pt or hcp as of may 12th. (B)(6) 2021. Additional information was received from the healthcare professional: the patient's issue first noticed by hcp on (B)(6) 2021 was lack of symptom control. There was not stimulation output issue/device concern, and the cause was not determined. The cause of the stimulation sensation in the patient's leg was not determined, patient fell causing lead migration. On (B)(6) 2021 the patient had a lead revision and the battery pocket location was changed.